Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-2366-70 serial: (B)(4) description: linear 3-6 lead, 70cm a review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that patient was explanted due to high impedances. During the procedure the physician was unsure whether the leads were damaged because they were not properly examined before being removed.